Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced occlusion. The following information was provided by the initial reporter: we have had multiple complaints on this extension set when used with the IV as it will not work for blood draws with an IV start and it takes more pressure to push saline through them. Also for cat scans it produces a "pressure error" or the hub pops off due to the pressure.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced occlusion. The following information was provided by the initial reporter: we have had multiple complaints on this extension set when used with the IV as it will not work for blood draws with an IV start and it takes more pressure to push saline through them. Also for cat scans it produces a "pressure error" or the hub pops off due to the pressure.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that this will not work for blood draws and takes more pressure to push saline through them could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9277 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.